Event description:
It was reported that the customer received a button error alarm, as well a failed battery test. Customer's blood glucose level at the time 11.4mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. No button error alarm noted during our testing. The battery was inserted multiple times and all operating currents are within the specification, no unexpected low battery, failed battery test or off no power alarm noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.